Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: (1) detailed complaint and failure description: "device is not booting up." No clinical signs, symptoms or conditions. Problem identified during non-clinical procedure.